Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/25/2016 with the following findings: a review of the black box (bb) revealed an unexplained power on reset (por) on (B)(6) 2016 17:36; deliveries resumed at 18:03. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or any errors, alarms or warnings occurred during the investigation. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the basal history reportedly did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This issue is reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.